Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400 mg/dl. The customer delivered multiple bolus requests and administered a manual injection which resulted in blood glucose (bg) decreasing to an unknown low blood level. Candy and a glucagon shot was administered to treat the low bg. The customer alleged that the pump was not delivering insulin. During troubleshooting with tandem technical support, a bolus of 5 units was delivered while disconnected and the customer observed drops exiting as expected from the end of the tubing. Reportedly, the customer consulted with the clinical diabetes specialist and healthcare provider and increased the insulin duration settings of the pump. The customer resumed pump therapy.